Event description:
It was reported that the implantable neurostimulator (ins) was implanted 196 days after the manufacturing expiration date (ubd). There have been no reports of injuries or adverse events reported that were associated with this event.

Manufacturer narrative:
Product ID, 748251 serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 7438 serial# (B)(4), product type programmer, patient product ID, 3387-40 lot# j0319999v, implanted: 2003 (B)(6), product type lead (B)(4).